Manufacturer narrative:
The patient is noted to have a high bmi, indicating unstable tissue for the implant. Additionally, the initial implant procedure placed the ipg slightly beyond the recommended depth for optimal communication. The all components remain implanted and in use after being repositioned, indicating no failure or malfunction of the components. Communication issues stemmed from placement of the ipg.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower right flank area with the implanted leads targeting the thoracic nerve. When activatiing the system it was noted that the communication between the ipg and the external therapy discs was poor and required very specific placement of the discs. Patient continued to struggle with the communication issues and eventually was not able to achieve connection between the devices at all. Evaluation in the field determined that the ipg had migrated within the pocket, causing it to no longer be positioned parallel to the skin surface and thus rendering the implanted device unable to communicate with the external devices. A surgical procedure was performed on (B)(6) 2024 to reposition the existing ipg to a more stable anatomical position and bring it closer to the skin surface.